Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when delivering the device to the surgeon at the time of handling, the stapler disassembled (springing out) turning impossible its use.